Event description:
Chemical burns from the freestyle libre, glucose monitoring system. I have been using the 14 day freestyle libre and suffer severe itching and burning at site. FDA safety report ID# (B)(4).